Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the celiac artery. Following pre-dilatation, a 5.0mmx19mmx150cm express&#59411;d renal/biliary stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noted that the stent floated off the balloon into the left renal artery. The physician crossed the dislodged stent with the guide wire and deployed the stent in the left renal artery. Two other stents were then implanted in the celiac artery and the procedure was completed. No patient complications were reported and the patient's status was fine.